Event description:
It was reported that a cardiac tamponade was diagnosed shortly after the implant procedure. It was further reported that the anchoring sleeve was missing from the lead, however was found in the packaging and the lead was sutured in place. It was also reported that the physician did not consider the tamponade related to missing anchoring sleeve. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). The lead has not been returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.